Event description:
It was reported the patient was afraid to charge because they thought it would make them swell from the waist down. It was noted the manufacturer representative sat with the patient and charged to twenty-five percent, checked impedances, and turned stimulator on to ensure good coverage. It was reported the patient had good coverage and impedances. It was noted the patient did not swell and was doing well. It was reported the manufacturer representative met with the patient on 2014-(B)(6) and had not heard of any problems with the patient.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional review of the information received indicated the patient thought they were having fever, rather than seizures.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's pain, swelling, and soft tissue damage had been "going on for a long time." It was noted that the patient went to the emergency room on (B)(6) 2013 because she was "in pain and could not walk." It was noted that the patient spoke with a manufacturer's representative "the week after that" and was told to turn her stimulation off. It was noted that no tests had been done on the ins. It was noted that the patient's myelogram was denied by her insurance company. It was noted that the system was implanted in 2009 and the stimulation hadn't "fixed her nerve condition like it was supposed to." It was reported that the patient had another back surgery in 2011 to fix the nerve condition and that "they didn't touch the stimulator." It was noted that the patient left her stimulator on after that, and that she wasn't told to turn it off. It was noted that the patient was "in a poor place mentally." If additional information is received, a supplemental report will be filed.

Event description:
It was reported the patient was having trouble with the implantable neurostimulator (ins). The reporter stated they wanted to speak to someone about how to get the ins removed from their back and hip. It was noted the patient had pain, tenderness, and swelling at the ins pocket site. The reporter stated it was so tender that they could barely walk and it seemed like they have tissue damage around that area. It was noted the ins and symptoms were on the patient¿s left side. It was noted the patient was having difficulty walking and had to use a walker because they could not walk alone. The reporter stated they also had swelling in their left leg and it was crippling her right now and they had to drop out of school because of this. The reporter further stated that in (B)(6) they noticed that when they walked it ¿kind of hurt¿ and that it was getting hot at night, but they did not know what it was and thought they were having seizures. It was noted the patient¿s symptoms started around (B)(6) 2013 and had gotten progressively worse. It was further noted the patient met with a manufacturing representative in (B)(6) and they suggested the patient have the ins moved to a new location. The reporter stated they did not want to have the ins moved at this time because they did not want to have surgery just to move the ins and they would rather wait and if anything happened to just do it then. The reporter further stated they spoke to their healthcare professional (hcp) and they said sometimes they have to put the ins in another position. It was noted that the patient was referred to another hcp that wanted to do a myelogram. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).